Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device had an intermittent operation. There was a fifteen minute delay in the planned surgical procedure. An identical spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed power test and the coupling head was worn which was causing the intermittent operation. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.